Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a mom clinical study. It was reported that patient underwent left total hip arthroplasty on (B)(6) 2004. During post operative monitoring and testing, malpositioned cup, soft tissue abnormalities, fluid was noted. The fluid on the posterior lateral quadrant of the left hip measured 10.8x22.8x3.6mm. These findings were found due to follow up testing. Patient also reported pain, popping, limping, and decreased range of motion during follow up testing. There has been no reported revision procedure to date.

Manufacturer narrative:
This follow-up report is being filed to relay corrected and additional information, which was unknown at the time of the initial medwatch.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in (B)(6). It was reported that patient underwent left total hip arthroplasty on (B)(6) 2004. During post operative monitoring and testing, malpositioned cup, soft tissue abnormalities, fluid was noted. The fluid on the posterior lateral quadrant of the left hip measured 10.8x22.8x3.6mm. These findings were found due to follow up testing. Additional information received indicates patient reported pain, popping, limping, and decreased range of motion during follow up testing. Patient also reports experiencing mild/occasional pain, as well as atrophy of the left hip/leg and calf muscle after one year. There has been no reported revision procedure to date.

Manufacturer narrative:
This follow-up report is being filed to relay product identification, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown; expiration date - unknown; manufacture date - unknown.